Event description:
It is reported that the device was implanted in 2008. At approximately 3 weeks post-op, the pt presented and was diagnosed with deep infection. Treatment consisted of I & d and poly exchange on the following month. The rest of the implant was not revised and pt outcome is reported as tolerated.

Manufacturer narrative:
Evaluation summary: the sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level of 10 to the negative 6 or better. The manufacturing lot specified in this complaint was processed according to the validated sterilization process parameters and met all of the acceptance criteria for sterility release. Cause cannot be definitively determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be rec'd, the complaint will be reopened. Zimmer considers the investigation closed.